Manufacturer narrative:
Artificial urinary sphincter clinical outcomes (ausco) (B)(4).

Event description:
It was reported that 10 days post-implant, the balloon component of this artificial urinary sphincter (aus) migrated and herniated. A surgical revision was subsequently performed wherein the balloon was explanted and replaced. No patient complications were reported.

Event description:
It was reported that 10 days post-implant, the balloon component of this artificial urinary sphincter (aus) migrated and herniated resulting in pain and swelling. A surgical revision was subsequently performed wherein the balloon was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Artificial urinary sphincter clinical outcomes (ausco) (B)(6).